Manufacturer narrative:
The customer did not supply patient demographics such as age, date of birth, sex or weight. A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance. Upon visual inspection of the instrument the fse discovered bubbles in the substrate pump. The fse replaced both the substrate pump and associated tubing. Bubbles would cause decreased substrate delivery leading to low rlu (relative light unit) recovery. This decrease would cause lower dose recovery in assays such as the access accutni+3 assay. The fse then performed a decontamination procedure of the substrate system. After all repairs were completed verification testing was performed and all testing passed within published performance specifications. In conclusion, the cause of the ind-flagged access accutni+3 results was due to a malfunction of the substrate delivery system, although no one part can be implicated as the sole contributor in this event.

Event description:
The customer reported obtaining an ind (indeterminate) flagged troponin I (access accutni+3) result involving the access 2 immunoassay system serial number (B)(4) for one (1) patient and the level one (1) access accutni+3 quality control (qc). The customer repeated the patient's sample on their alternate unicel dxi 600 access immunoassay system serial number (B)(4) and obtained a result of <0.03 ng/ml. The initial ind flagged access accutni+3 result was not released from the laboratory. There was no change or impact to patient care or treatment which occurred due to the ind-flagged access accutni+3 result. Calibration, precision testing and system checks were performing within the assay's and instrument's specifications at the time of the event. The patient's sample was collected in a serum tube. The customer did not provide information regarding the centrifugation of the patient's sample such as speed and time. No issues with sample integrity were reported by the customer. Service was requested and a beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance.